Manufacturer narrative:
H11: additional manufacturer narrative: updated sections :g3, g6, h2,h6 ( type of investigation) corrected sections : h6 ( investigation findings and investigation conclusions). In this case, there is no evidence of a malfunction which could be related to a manufacturing non conformance and or one was not suspected or confirmed through investigation no labeling non conformance deficiency no use related issue with a hazardous situation no device related infection and no evidence of a product failure with regard to design, reliability, or use error based on the information available, a definitive root cause cannot be conclusively determined. The subject device is not available for evaluation . DHR was not performed. A definitive root cause cannot be conclusively determined edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records from 2025-12350-01 that a 23mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, 4 months due to unknown reasons. The valve was replaced with a 25mm 3300tfx sutured into a 28mm dacron graft. This is a 74-year-old male patient.